Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide (part #12673-03, lot #930226h) indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure using a preclose technique in the common femoral artery after an abdominal aortic anuerysm procedure. Reportedly, during deployment, the sutures were not harvested when the plunger was removed. Another proglide was used with the same results. Hemostasis was achieved using two additional proglide devices. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the posterior portion of the foot was broken off and was not returned. Approximately 5/8 inches of monofilament was exposed at the guide and the needle tip was still attached to the rail end. A posterior cuff miss also occurred because the posterior cuff was not engaged to the needle tip. Based on the investigation findings, the most probable root cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, and breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. The needle trajectory of each device is checked twice during manufacturing. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.